Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed a misaligned touchscreen. During the attempt to perform the simulated treatment the cycler abruptly shut off. Troubleshooting revealed a short between the compressor power cable and the compressor assembly bracket. The short was caused due to the damage on the cable insulation which then exposed the power wire creating a short when making contact with the metallic bracket of the compressor assembly. The exposed wire was temporarily insulated to continue testing of the cycler. The valve actuation test passed. The system air leak test passed. The voltage check passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short.

Event description:
A peritoneal dialysis (pd) patient reported the cycler experienced a distorted screen during ready. The screen was off center and the patient was unable to select next button on the screen. Also, an unknown alarm occurred. This is an out of box failure. The technical support replaced the cycler due to distorted screen and advised to discontinue using the cycler. Upon follow up, it was confirmed that the patient was able to complete treatment. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short was identified.